Event description:
The user facility reported the vitrectomy cutter did not cut upon initial activation. A second cutter was opened and the procedure was completed with no patient impact or injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5225w pack from lot v0875 was returned. The pack contains only the 25ga cutter. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a (B)(4) pc system. With the cut rate set at 5000 cpm, the cutter began cutting immediately. Initially the cutter had good clean cuts. However, after approximately 1 minute the inner needle began losing retraction until it was blocking the port window reducing aspiration and preventing it from cutting. It should be noted that the bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.